Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the occurrence of the event and the root cause could not be conclusively specified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in bf-p190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU states the preventative measures in bf-p190 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited severe burnt on distal end plastic cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.